Event description:
While resident was being transferred from bed to chair, via vanderlift, the transport sling straps supporting legs broke, causing resident to fall to floor. Vanderlift used daily to get resident out if and into bed sling out of use.